Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was due to hospice. Whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed. The device was not explanted and will not be returned for evaluation.

Manufacturer narrative:
Related MFR number # 2916596-2024-03138. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had worsening aortic insufficiency that started 9 months since their left ventricular assist device implant. They started to become symptomatic with worsening lower extremity edema, weight gain and end organ function. They were admitted multiple times for ¿tune-ups¿, intravenous diuresis and temporary dobutamine infusion. The patient was worked up for transcatheter aortic valve replacement and was determined to not be a candidate because their annulus was too large. They were offered open surgery but decided they did not want to go through all of that again. The patient decided they did not want to be discharged home on dobutamine to extend their life. They chose to pursue hospice and had their device decommissioned while inpatient.